Event description:
The customer reported conflicting results with the ID now covid-19 assay for two patients with two lots performed on two dates. This MFR. Report addresses patient two 2 of two 2. The customer reported a conflicting result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal sample using the kit swab. The first test generated a positive result. A repeat test performed on a different ID now instrument generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being submitted to provide the initial and the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1061303 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1061303 and test base part number 190-430 / lot 1061303. The lot met the required release specifications. The current overall incident rate for false positive patient results confirmed and unconfirmed, conflicting results for this specific lot based on the total quantity of devices manufactured for distribution is 0.002%. The current overall incident rate for false negative patient results confirmed and unconfirmed, conflicting results for this specific lot based on the total quantity of devices manufactured for distribution is 0.002%. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Case (B)(6) 1221359-2022-02673 in for first report.